Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 28mm +4 lfit v40 head; cat#6260-9-228; lot#unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In reporting a revision of patient's right hip on (B)(6) 2019, rep was made aware that an irrigation and debridement was performed on the patient's right hip. The bipolar component and femoral head were revised for devices of the same catalog number (different lots). No rep was present for the procedure.